Event description:
It was reported the patient experienced ¿discomfort due to the physical location of the implantable neurostimulator (ins).¿ the patient¿s physician planned to relocate the ins as a result. Additional information noted the patient¿s ins was set to a cycling mode with 15 seconds on and 15 seconds off. The patient was receiving effective therapy at the time of report. The ins was not showing an elective replacement indicator (eri) or end of service (eos) message and the patient¿s ins location had not yet been revised as of three days after initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4)